Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin exit the infusion set tubing. Reportedly, the customer used multiple infusion sets and was eventually able to get an infusion set on and successfully resumed insulin. The customer's blood glucose level ranged from 300 to 600 mg/dl with high trace ketones and was addressed with manual injections. The contact stated once the customer successfully got an infusion set on, the customer retested and had a low trace of ketones, then eventually went to no ketones.